Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. The defibrillator conductor was distorted and the inner tubing was kinked/buckled. There was blood in/on the helix mechanism and sleeve head. There was also apparent explant damage. Evaluation summary for (B)(4): the full lead was returned and analyzed and the helix was disengaged from the helical channel. The defibrillator conductor was distorted and there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant, the right ventricular (rv) lead dislodged and was repositioned. It was further reported that a week after the initial implant the patient received a shock for atrial fibrillation with a rate too fast for wavelet. Approximately two days after the shock, a carealert showed high sensing integrity counters, non-sustained ventricular tachycardia, and decreased r waves due to the rv lead dislodging for a second time. During the repositioning procedure, it was discovered that the rv lead had coiled in the pocket and there was tissue on the helix. The lead was removed. A new lead was attempted to be implanted but the lead dislodged during the implant procedure. The lead was removed from the patient and the helix would still not extend. The lead was removed and replaced. It was later reported that the atrial lead dislodged. The status of the atrial lead is unknown. No patient complications were reported as a result of this event.